Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A caller reported that an unspecified low scan was received on the sensor when compared to a competitor meter. No symptoms were reported however, the customer had contact with a healthcare professional who removed the sensor and administered insulin (type/dose unknown) for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.